Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery using the blueprint planning feature. The surgery involved changing the implant from a simpliciti hemi to a flex rsa due to a rotator cuff failure. The patient had initially received the simpliciti hemi implant by another surgeon, and the original implant date is unknown.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and the x-rays provided were not enough to confirm. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. However, on the available pre-op and post-op x-rays medical opinion was sought from an experienced independent medical expert as below, "the humeral head is still well centered in the glenoid. It doesn't exclude rotator cuff failure. The implant is well-positioned. The slight superior overstuffing is minimal and most likely not clinically relevant." More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A revision surgery using the blueprint planning feature. The surgery involved changing the implant from a simpliciti hemi to a flex rsa due to a rotator cuff failure. The patient had initially received the simpliciti hemi implant by another surgeon, and the original implant date is unknown.